Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 588 mg/dl on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Customer declined further supplies or system checks, and no additional assistance was needed.